Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer had not reported any treatment for the low blood glucose. Customer¿s blood glucose level was 112 mg/dl but blood glucose coming up from 50 mg/dl. It was reported that customer needed assistant in putting blood glucose and doing a calibration. The customer declined troubleshoot. The product was not returned for analysis.